Event description:
During the index procedure stent damage occurred. The index procedure treated one target lesion. Target lesion 1 was grafted, de novo, 90% stenosed region of the first obtuse marginal. The lesion was midley calcified and midly tortuous. The lesion was 3.5 mm in width and 18mm in length. The physician predilated the lesion prior to attempting to place a taxus stent. A filterwire was placed in the posterolateral branch, but the physician was unable to unsheathe the device. The system was withdrawn. The physician attempted to advance a 3.5 x 32 mm taxus express2 stent, but it would not cross the lesion. The lesion was redilated and the physician again attempted to advance the stent. The stent hung on the guiding catheter. The physician removed the stent, and noticed that there was a deformity of the stent. The physician changed guide wires and was able to delilver with great difficulty a 3.5 x 20 mm taxus epxress2 stent. The residual stenosis post deployment was 20%. The site was contact for more information regarding the deformity, but the physician has left the institution.